Event description:
This procedure was performed in the sfa: the patient was included in the durability study in 2007. The patient presented at the hospital for a 6 month follow-up and was examined by the durability investigator: the duplex ultrasound showed the stent was patent. According to physician, a stent fracture was visible on x-ray. The patient had no claudication complaints. No intervention is planned.

Manufacturer narrative:
The cine images from the patient follow up examination indicate that the protege everflex stent may have fractured in two areas. The cause of the fractures appears to be related to the stent being elongated during initial deployment. Benchtop testing has found that deploying the stent in an elongated configuration can significantly compromise the fatigue life of the protege everflex stent. The cine images of the protege everflex stent as deployed within the patient indicate that the stent was deployed in an elongated configuration.